Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4)

Event description:
Customer stated that they placed the catheter 2.5 cm from sfj and began tumescent infiltration. During this process, the physician and staff noticed the temperature and wattage go blank and error message came up stating "device unknown". They turned off the generator and unplugged and plugged the catheter in the rfg3 and still error message " unknown device". Dr. Inserted a guide wire and swapped the catheter with a new catheter and still the error message " unknown device". He repeated the steps of turning the generator off and back on while unplugging and plugging the catheter in rfg3 and still "unknown device". They staff called sales rep and asked for advice and I advised them to unplug and plug the device in rfg3 and turn off /on the generator. They said they did that and no luck. They used angiod laser to complete the case. The procedure was extended by 30 minutes and additional tumescent was used.

Manufacturer narrative:
Evaluation summary: the unit history provided by the manufacturer showed no indication the device failed functional testing or visual inspection prior to initial release. The generator was returned to the manufacturer for evaluation. Upon initial tech review the cable catheter interface was replaced upon request by medtronic. All process testing was successfully executed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.